Event description:
It was reported the patient experienced a hypoglycaemic event from (B)(6) 2026 leading to loss of consciousness. The pod was worn on the buttocks for 8 hours. It was suspected by the complainant that the omnipod 5 controller/personal diabetes manager (pdm) algorithm makes decisions that are not fully visible in insulin on board or overrules set values in the settings. The patient was at a summer camp which specialises in diabetes (B)(6) when the event occurred. Initially, the patient was hyperglycaemic at 20 mmol/l (360 mg/dl) in the evening after dinner and after they played a game as a result a correction dose of insulin was administered. In the night (00.30), the pdm showed the blood glucose value as low. On site there was a diabetes nurse and a doctor; glucagon was given via baqsimi nasal spray (two doses), two dextro energy tablets were given and an ambulance was called. Paramedics then administered unspecified intravenous medication. The pod was removed and then replaced; the removed pod was discarded. The patient's parents were called around 01:00 and picked up the daughter; they returned home around 4:30 am. Physical recovery required at least 48 hours of rest.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of (B)(6) 2026-(B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was used primarily in automated mode and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm was able to appropriately reduce and stop delivery of microboluses as estimated glucose values decreased towards and below the user's target, and resumed delivery of microboluses as estimated glucose values began increasing again even while estimated glucose values were still below the user's target. No instances of the automated algorithm delivering microboluses while estimated glucose values were below 60 mg/dl were observed. No evidence of an overdelivery of insulin or of any issues with the automated algorithm was observed in the available cloud data.